Manufacturer narrative:
(B)(4). Batch # m54k8u. Attempts are being to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. On which firing did this occur? Did the lock out and not fire? Was the trigger advanced and no staples deployed? The analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a left hemi-colectomy procedure, on the first firing with the preloaded cartridge, the device would not staple. A like device of the same product code was used to complete the procedure. There were no adverse consequences for the patient.